Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Log file analysis revealed a controller power up event with an associated pump start event logged on (B)(6) 2021 at 10:33:44. The data point prior to the loss of power revealed that a power source adapter was connected to power port one and (B)(6) was connected to power port two with 93% relative state of charge (rsoc). The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for 14 seconds. It is likely the loss of power is related to the reported vad stop. Log file analysis also revealed a slight transient increase in power consumption on (B)(6) 2021. Review of the controller log files also revealed several intermittent decreases in power consumption and estimated flows beginning (B)(6) 2021 through (B)(6) 2021 and four low flow alarms logged since (B)(6) 2021. As a result, the reported low flow event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, possible root causes of the observed high power event can be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: (B)(6), h6: FDA method code(s): b15, b17, h6: FDA results code(s): c23, h6: FDA conclusion code(s): d11. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad stopped when the patient accidentally disconnected both power sources during a battery exchange.

Manufacturer narrative:
A supplemental report is being submitted for additional event information. Additional products: d4: serial or lot#: (B)(6) h6: FDA device code(s): a0708, a23 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected loss of power and the ventricular assist device (vad) exhibited low flow alarms. The controller and vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system. Controller 2.0; model #: 1420 / catalog #: 1420 / expiration date: 28-feb-2019 / serial or lot#: (B)(4), UDI #:(B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 08-feb-2018. Labeled for single use: no. (B)(4). Additional if additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.